Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode, and interrogation revealed codes 0xc, 0xc, 0xc. It was noted that the patient had recent radiation therapy to the lungs. The pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker had entered safety mode, and interrogation revealed codes 0xc, 0xc, 0xc. It was noted that the patient had recent radiation therapy on the lungs. The pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis.